Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) monopolar cautery instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 5.75mm x 3.83mm in size. Additional observations found related to the reported complaint included that the instrument had broken electrical contacts as well as abrasions on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, single-port (sp) monopolar cautery instrument tip was broken. There was no report of patient involvement.